Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown, therefore, a device analysis cannot be completed. There is no clinical evidence that supports a device malfunction or use error caused or contributed to this event. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause death was unknown. The pt was not hospitalized prior to the death. Pd therapy was ongoing until the time of death; however, it was not reported if the pt was connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.